Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output and telemetry. Premature battery also occurred due to an increase in current drain. The high current drain was isolated within rf module. The root cause of the high current was undetermined final analysis found that upon receipt the pulse generator exhibited no output or telemetry. The device was cut open and no anomalies were noted. The device¿s internal product code was saved and reviewed which revealed an excessive high current drain since february 2015. The current drain was then monitored with a new battery and the high current drain continued to be noted. The high current drain was initially isolated within the rf module. The rf module then was tested and the high current drain could be reproduced but no component anomaly was observed. The root cause of the anomaly experienced in the field could not be confirmed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with presyncopal condition and with heart rate fo 38 beats per minute. The pulse generator could not be interrogated, no pacing output and no magnet response. The device was explanted and replaced successfully. The patient's condition was good and would continue to be monitored.